Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Faulire analysis- base unit was retuned the reported complaint is confirmed form the evaluation. The mayfield base unit was returned for evaluation. The investigation showed that the device is obsolete and no longer serviceable. The observed condition is likely caused by wear and tear / improperly handling of the device. The reported complaint is confirmed from the evaluation and the definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers 3004608878-2020-00603 and 3004608878-2020-00605.

Event description:
This is 2 of 3 reports. A nurse reported that the a1001 base unit modified with ultra handle has slipped. There was no known injury or surgical delay.